Event description:
The reporter stated the surgeon implanted a 13.0mm icm 130v4 implantable collamer lens in the patient's right eye (od) in 2007. The lens was explanted a week later, due to excessive vaulting and elevated iop. The lens was exchanged for a shorter lens.